Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp. The device is included in the medical device safety alert, prostiva rf model 8929 hand piece needle retraction failure (2008).

Event description:
It was reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. It was not attached to the patient's esophagus. No injury to the patient was reported.